Event description:
Affiliate reported that the icp express monitor did not turn on. As a result, the surgery was delayed for three hours while the hosp waited for a sales rep to bring another one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.